Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the first cartridge revealed that the reload had a full staple complement. Functionally the reload was applied to test media with proper transection and staple formation. Visual examination of the second reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing the second reload was then applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, no patient involved. Patient status: stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after loading the cartridge onto the manual stapling handle, tried to clamp the cartridge, but could not test. The stapler was not able to fire. The surgeon was not able to press the green button but was able to squeeze the handle. Changed the cartridge.